Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue and the patient was experiencing stimulation in the incorrect area. X-rays were taken and no anomalies were indicated. Surgical intervention was undertaken on (B)(6) 2014 and the physician repositioned the lead. The patient reported effective stimulation coverage postoperative. However, the patient began to experience numbness in her legs with no loss of movement. The patient was taken back into surgery and a hematoma was evacuated and the numbness was resolved. The patient was hospitalized overnight for observation. The patient is experiencing effective stimulation coverage.